Manufacturer narrative:
Information has been corrected which was not correct in the initial report. Device problem code has been corrected to (B)(4).

Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the displacement and self-test due to missing segments/partial display. Unit had cracked lcd window. The unit p-cap / test reservoir locks in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.